Event description:
It was reported that, at the time of the report, the patient had a change in therapy effect with a sudden increase in spasticity and bladder retention. The patient previously had a similar experience when there was a pump complication. The drug involved in this event was not reported. However, at the time of the report, the device system was used to deliver baclofen. Additional information was requested, but was not available at the time of this report. This event was previously reported under manufacturer # 3004209178-2013-17433. All information pertaining to this event will now be reported under this manufacturer report #.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).